Manufacturer narrative:
. A5 - ethnicity: han e1 - phone number: (B)(6) h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during the uterine procedure a bakri tamponade balloon catheter was placed, and 200 ml of water was injected into the balloon, at which time a leak was observed and the balloon broke. The balloon was removed and replaced with a new balloon. Following successful replacement, bleeding stopped. The total estimated blood loss was 800 ml, including 600 ml prior to device failure and 200 ml after device failure and before replacement. The device was not handled in the proximity of any metal tools. The patient did not require a transfusion. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.